Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the blood glucose is high. The customer reported that they have constant high blood glucose despite using different sets ever since battery issues. The insulin pump passed self test and device volume test. Patient's blood glucose at time of incident was 22 mmol/l. Patient's current blood glucose is 22 mg/dl. The customer treated for high blood glucose with backup plan. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The insulin pump failed high pressure test. The insulin pump will be returned for analysis.